Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The customer stated that her infusion set was not locking into the reservoir properly; when she performs a fill cannula and gives 5.0 units of insulin the insulin squirts out a lot. The customer treated her blood glucose via manual insulin injection. Troubleshooting was declined as the customer did not have any other infusion sets. No products were returned or replaced.